Event description:
Initial report: this non-serious spontaneous case report from (B)(6) was reported on 26-nov-09, by a physician to our local affiliate (B)(4). This case involves a (B)(6) female pt, who rec'd four treatments of poly-l-lactic acid therapy for face rejuvenation. Her first 3 treatments were given sometime in (B)(6) 2008, and her last treatment was given in (B)(6) 2009. No other treatment details were provided. The reporter mentioned that the pt had no precedent of skin problems nor inflammation problems. After the third session in (B)(6) 2008, the pt developed a little granuloma (site nos). Sometime in oc(B)(6) 2009, the pt had several granulomas in both cheeks. It is unk if any corrective therapy was provided. Relevant medical history and concomitant medication info were not mentioned. Outcome - not recovered. Physician's causality assessment: possible.